Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user dropped the device, resulting in a cracked and unresponsive screen. The user experienced a hyperglycemic episode with a peak blood glucose value of 404 mg/dl and managed the event using backup therapy. No outside medical intervention was required.